Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and 27mm watchman flx pro closure device and delivery system (wds) was implanted. The patient was discharged from hospital with no complications. On (B)(6) 2024, communication was received from the imaging physician that the patient was emergently brought to hospital after symptoms of confusion/disoriented a week after laac procedure. Tests and computed tomography (CT) scan/transesophageal echocardiography (tee) showed that the 27mm closure device had embolized to the suprarenal abdominal aorta. There was no injury to valves that occurred during embolization. The patient was emergently sent to the cardiovascular (cv) operating room (or) for retrieval out of the abdominal aorta. The closure device was successfully removed, and the patient remains in stable condition.

Manufacturer narrative:
B5: updated h6: patient code added.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and 27mm watchman flx pro closure device and delivery system (wds) was implanted. The patient was discharged from hospital with no complications. On (B)(6) 2024, communication was received from the imaging physician that the patient was emergently brought to hospital after symptoms of confusion/disoriented a week after laac procedure. Tests and computed tomography (CT) scan/transesophageal echocardiography (tee) showed that the 27mm closure device had embolized to the suprarenal abdominal aorta. There was no injury to valves that occurred during embolization. The patient was emergently sent to the cardiovascular (cv) operating room (or) for retrieval out of the abdominal aorta. The closure device was successfully removed, and the patient remains in stable condition. It was further reported that pericardial effusion occurred requiring open cardiac surgery.

Manufacturer narrative:
Media from the procedure was provided and reviewed by a member of the bsc medical safety and bsc engineering team. The media report concluded: 3 procedural transesophageal echocardiography (tee) video loops submitted for review. At lower tee angle (short axis view of aorta), deployed but not released device is shown with acceptable position and no visible leak. In higher angles view (130 degrees), the device is in proximal position with significant shoulder and color doppler shows small fabric edge leak (the core wire is not seen in this video loop and possibly this is the final device position after release). In conclusion, the device did not meet position, anchor, size and seal (pass) criteria for position. The proximal device position might have contributed to the device embolization. It was reported that device embolization occurred. Per the media review, the device did not meet pass criteria for position. The watchman flx pro instruction for use (IFU) includes the following instructions and warning: a. Position: plane of maximum diameter of the closure device should be at or just distal to the laa ostium, where possible (see figure 6), while meeting all other pass criteria. Warning: do not release the watchman flx pro device from the core wire if the closure device does not meet all release criteria. Confirm proper closure device release criteria: position, anchor, size, and seal (pass criteria). It appears possible that the reported use contrary to instructions and warning in the IFU contributed to the reported implant embolization, confusion and device explant (hospitalization).

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and 27mm watchman flx pro closure device and delivery system (wds) was implanted. The patient was discharged from hospital with no complications. On (B)(6)2024, communication was received from the imaging physician that the patient was emergently brought to hospital after symptoms of confusion/disoriented a week after laac procedure. Tests and computed tomography (CT) scan/transesophageal echocardiography (tee) showed that the 27mm closure device had embolized to the suprarenal abdominal aorta. There was no injury to valves that occurred during embolization. The patient was emergently sent to the cardiovascular (cv) operating room (or) for retrieval out of the abdominal aorta. The closure device was successfully removed, and the patient remains in stable condition.